Event description:
The consumer reported that the patient felt a change in therapy described as overstimulation related to positional movement starting 2-3 days prior to (B)(6) 2016. The patient would have the device at 400 and then all of a sudden it jumped to 600; this usually occurred when she tried to turn a certain way. On the morning of (B)(6) 2016, the patient turned it to 400 while sitting on the sofa, and then later it went up to 600 when she moved a little bit. The patient stated she had turned off stimulation on (B)(6) 2016. Sometimes the patient did not turn on stimulation because it went so high. The patient had called her healthcare professional, and the healthcare professional told her to call the manufacturer to set up an appointment. It was noted that patient had called someone, and left a message. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.